Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. Technical services (ts) reviewed the device data and noted that this device delivered three shocks and five bursts of anti-tachycardia pacing (atp) for what appeared to be atrial arrhythmia with rapid ventricular response (rvr). Other recorded episodes also appeared to have delivered additional inappropriate atp: as the system does not have an atrial lead it was difficult for ts to confirm the findings, however the ventricular were irregular and the shocks did not convert the arrhythmia. Device reprogramming was scheduled. This device remains in service. No additional adverse patient effects were reported.